Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular rhythm. Anti-tachycardia pacing (atp) therapy was provided in the monitor only zone which accelerated the rhythm. A shock was provided which successfully converted the rhythm. The device remains in service. No additional adverse patient effects.